Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. Additionally, the device manufacturer date for the reported product is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the firing mechanism on his adc lancing device was defective and he was therefore, unable to check his blood glucose. Customer further reported that several months prior to contacting customer service, on unspecified dates, he "had to go to the hospital a couple of times because (he) didn't know what (his) sugar was". Customer stated the first time he went to the hospital he was diagnosed with hyperglycemia, but did not mention being administered any treatment. During the second occurrence, customer stated he called the paramedics and upon their arrival he was reportedly diagnosed with hypoglycemia and treated with "glutose 15" (oral glucose gel). Customer was transported to a local hospital; however, no further treatment was provided. Customer was reportedly issued a competitor brand meter with a lancing device to monitor his blood sugar. There was no report of death or permanent impairment associated with this event.